Manufacturer narrative:
Conclusion and justification status for MDR: the device was examined and confirmed the failure mode as reported. A voluntary recall for specific lots of the specialist 2 intramedullary (sp 2 im) rod 400mm instrument (pn 96-6120) was initiated on september 8, 2015. The current returned device is from one of the affected lots associated with the voluntary recall. (B)(4) was previously initiated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Im rod broke during use. The broken piece is in the patient's medullary canal.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.